Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. International UDI : (B)(4). The manufacturer¿s international service technician confirmed the reported oxygen accuracy issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 60% setting. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 05/19/2019, date rec¿d by MFR : 05/19/2019. Failure analysis on the returned gas delivery system shows that the defective u1 on the air flow sensor pcba created the air/ o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.